Event description:
A patient returned complaining of discomfort after she passed a small piece of urethral bulking implant material 5 days post-implant. The doctor felt that the patient had irritated the tisue and implant material with continued self-catheterization. The doctor thinks the catheter caused the pieces of material to break loose into the urethra. Via cystocopy, the doctor observed a small area of exposed material. The doctor treated the patient with antibiotics and a foley catheter for 3 -5 days to allow the tissue time to heal. The material is still in place and the patient is now continent. No further complications have been reported.